Event description:
Sunday ((B)(6) 2019) issue: relion brand syringes. I was preparing to administer my insulin, and noticed a brownish substance on the syringe. However, it was on the inside of the syringe so I broke off the capped needle and looked at the other syringes remaining in my stock. I found a couple more with this unk brownish substance in them. My concern, what is the substance, and if, I myself (or other pts) may have missed the substance and injected it, and possibly even compromised there insulin or other medications. I have tainted that I had purchased, also the possibly compromised insulins in my possession. No testing has been done. (B)(6) replaced the insulin's and syringes at no cost one time. (B)(6). I am unable to afford testing this product, but can ship it to you for testing if requested. It is unk to me if this is a biological or mfg substance that could or could not be toxic to humans.